Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display. Unable to perform the displacement test and unable to download history files and traces due to display anomaly. The pump was cut open to perform visual inspection and found¿moisture damage¿on the electronic assembly, motor, or force sensor. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay. Blank display due to moisture damage electronic assembly and scratched case confirmed. Cracked battery tube threads, cracked case (battery tube), cracked lcd window, display window corner damage/missing not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the battery compartment, display window and cover of the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884 was requested and it was returned for analysis.